Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that he believes a hypoglycemic episode could have led to the customer's death; the caller feels that he did not treat the customer's blood glucose on time. The caller stated that they were getting ready to eat, but ran out of insulin. They went home 45 minutes later and the caller went to bed. The caller state that he heard the customer mention despite the insulin that she had taken for her high blood glucose, her blood glucose was still 150 mg/dl. So, the customer took a big dose of insulin, which, the caller stated, could have led to the customer's low blood glucose which he feels that he did not treat soon enough. The caller stated that the customer had heart disease and diabetes complications. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not. The caller stated that the insulin pump is lost.